Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functionally evaluated the atlas cable tensioner; able to fully tighten (up to 70 lbs) the cable without breakage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a scoliosis surgical procedure. It was reported that the cable tensioner was shredding the cable during tightening. The cable was removed and another cable was implanted. The cable was tensioned down with the instrument and was finished tensioning by hand. No patient complications were reported.